Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the lead could not be fully inserted into the pulse generator header. With applied force, the lead was able to be secured. The device remained implanted.